Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the touchscreen was out of specification. As a result the touchscreen assembly was replaced. (B)(4).

Event description:
It was reported that it was not possible to calibrate the stylus properly. A new stylus was tried and several calibrations. An error with the screen was suspected. The programmer is unusable. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.